Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited charge time-out. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the charge time out had occurred during capacitor maintenance. Final analysis found that the cause of the long charge time was due to an internal high voltage capacitor anomaly.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. Patient condition was stable.